Event description:
The manufacturer's representative reported that the patient underwent catheter replacement due to volume discrepancy and loss of eficacy. The patient continued to experience loss of efficacy despite increasing dosing adjustments. At a recent refill the hcp expected 2ml; actual reservoir volume was 17ml. A rotor test was performed and it was revealed that the pump "was not functioning." The patient underwent pump replacement after an implant duration of 35 months. The pump contained prialt; unknown dose and concentration. The patient recovered without sequela. Same as manufacturer's report #: 21822072006602085.